Event description:
On 12/17/92 an ipp device was implanted. On 4/26/94 the cylinders were revised. On 12/18/95 the cylinders and pump were revised. On 10/22/96 the entire device was removed from the pt and replaced due to fluid loss-cylinders. Add'l lot/ser#: bn593 005.